Manufacturer narrative:
According to the technician's statement, the expiratory minute volume low alarm was activated, when the issue with tidal volume occurred. The issue was reproduced during on-site visit. The patient circuit and humidifier's chamber (of another brand) was replaced to resolve the issue. The device passed all performance tests and was returned to clinical use. Expiratory minute volume low alarm is a clinical alarm, which is generated as an indication of difficulties with ventilating the patient. It is generated, when delivered expiratory volumes were less than set. Unfortunately, the device's logs have not been provided, no further analysis has been possible. Our conclusion is that the patient breathing system (including humidifier) was the source of the leakage and the cause of the failures. There was no technical malfunction of the ventilator itself.

Event description:
It was reported that the tidal volume is not being generated by the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).